Event description:
Patient reported, he has a concern with the infusion device. Patient stated last night while he was sleeping he realized the infusion device suddenly began ringing and the display was black. Patient reported, he attempted to deactivate the alarm but the device seemed locked; the confirmation key as well so he was not able to turn the alarm off so he removed the battery because, the infusion device continued to make sounds. Patient stated after some minutes, he attempted to insert a new battery but at restart the infusion device releases a continuous beep, the display is black and no information appears, and all of the keys are unusable. Patient reported his blood glucose level was 320 mg/dl this morning. Patient's normal blood glucose level was not provided. Patient is currently using the pen. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result e7 was found in the device history and it occurred while start up. Whiskers on the force sensor connector led to a short-circuit. A whisker is a mono-crystal that can lead to a short-circuit on printed circuit boards which were manufactured with unleaded tin-solder. It is not possible to further operate the pump due to this problem. Additional to the short- circuit the display went off. As result the pump correctly triggered the e7 error messages after device restart. The functionality of the buttons was tested successfully and complies with the product specification.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.